Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned and analyzed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage as the lead was cut through at 53.1cm. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant product(s): a 700ff29 annuloplasty ring, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had possibly dislodged or been cut during an open heart procedure. The lead was subsequently removed with an epicardial lead having been put into service. No patient complications have been reported as a result of this event.